Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and had a blank display. The customer did not know the blood glucose reading. He stated that the insulin pump alarmed, did a countdown, reset itself, and froze. He did not observe any damage or corrosion to the battery cap, compartment or spring. The customer tested with a new battery, and the display did not return. He cleaned that battery cap contacts per the troubleshoot procedure, but the issue persisted. He removed the battery in an attempt to resolve the issue, but the display remained blank thereafter. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.